Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems . Physical appearance of device on arrival revealed old line cord and serial label worn and taped on. During testing the over temp alarm was validated and confirmed. The cause was isolated to membrane switch button not working. Unknown what caused event. Decision was made it is deemed beyond economical repair and will be scrapped.

Event description:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) have an over-temperature alarm. No patient injury or complications were reported in relation to this event.